Event description:
Additional information was received on (B)(6) 2017 from the consumer reporting that the patient had an appointment with their neurosurgeon on monday and there was a plan to remove the device. The scs was implanted for terrible right leg pain. After the implant was put it worked but then the pain got worse and cancer was found in the patient¿s sacrum. There were 15 round of radiation and 15 rounds of chemotherapy throughout 3 months. Since the first day of radiation the patient had diarrhea that lasted for 4.5 months. Due to the diarrhea, the patient lost weight and the implant got ¿so big¿ about 3 months ago. The cancer, chemotherapy, radiation, and diarrhea were all confirmed to be unrelated to the device or therapy. Per the consumer, the neurosurgeon told them the radiation hit their legs and now the patient was in terrible pain in their right leg and the stimulator would not help. Programming's were done to optimize therapy. No further complications were reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was diagnosed with cancer of the sacrum and after going through chemotherapy and radiation therapy, he developed new pain. The patient had diarrhea for 13 weeks and extreme weight loss from the cancer treatment that was unrelated to the device. The device had not been ruled out as the cause or contributing factor to the pain, and the patient may undergo surgery for 3 discs in his back, and also get a block. He was having issues with his right leg swelling. He cannot control his right foot and so he cannot drive anymore. He was using stimulation, but it does not help. The terrible pain in the right leg causes him to stay up at night until 3am or 4am. Even with stimulation use, he was not getting much pain relief. This had started occurring suddenly about 3 months prior to the report.

Manufacturer narrative:
With additional information, there was information indicating that no product problem occurred. With the additional information, the device codes (B)(4) no longer apply.

Event description:
Additional information from the health care professional (hcp) reported on 12-05-2016 that the symptoms of sudden pain, swelling, and loss of function of the right foot were not related to an issue with the implantable neurostimulator (ins). It was reported that the ins was functioning okay. It was reported that these symptoms were most likely related to the radiation neuropathy and radiation neuropathy was reported to be the cause of these symptoms. It was stated that the motor deficit had not been corrected yet. The pain had resolved with a change of the stimulator parameters when the frequency was increased. The patient was in need of physical therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.